Manufacturer narrative:
Concomitant medical products: 9528 icm, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low grade fever, pain and discomfort around the pacemaker site and demarcation with redness, erythema and pacemaker site was warm to touch. It was noted the patient was first treated with acetaminophen, three days later the pacing system was removed due to pocket infection and the patient was given antibiotics. No further patient complications have been reported as a result of this event.